Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data. In addition, it was reported that it was intermittently difficult to install multiple cartridges. Customer¿s blood glucose was between 145-200 mg/dl. Reportedly, the customer was able to load a cartridge from a different lot and resume insulin delivery.